Event description:
A malfunction alarm labeled as "malf 1" occurred. There was no reported adverse impact to customer's blood glucose level. The customer was instructed by technical support to revert to multiple daily injections as a backup therapy, store the malfunctioning pump, and return it using a pre-paid label within 10 days. A replacement pump was arranged for shipment to the customer.